Event description:
It was reported that during the implant procedure here were unacceptable thresholds and high impedances between 2500 and 3000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.